Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa). The large emboshield nav 6 embolic protection system was used in the procedure; however, the retrieval catheter was not able to be removed from the barewire after retrieving the filter of the eps. Another unspecified guide wire was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, the retrieval catheter was removed with the bare wire as a single unit. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported retraction difficult to remove was confirmed as the barewire and retrieval catheter were returned frozen together. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the reported difficulty removing the retrieval catheter from the barewire appears to be due to circumstances of the procedure. It is likely that the filter had a full embolic load causing the filter and retrieval catheter to become from frozen. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.